Event description:
It was reported that the right ventricular (rv) lead has high thresholds and exhibited intermittent loss of capture in bipolar and unipolar configuration. The lead remains in use in unipolar mode. A revision procedure is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5554-45 lead, implanted: (B)(6) 2014. (B)(4).